Manufacturer narrative:
Additional information received from the patient. Complaint description updated. Investigation reports from two contract manufacturing organization are an additional investigation is pending from third cmo. Once investigation is complete, final report will be sent. Contract manufacturing organization I: the root cause analysis for the firazy complaint determined that all operators were properly trained on the relevant work instruction and were instructed to report any abnormalities. No issues were reported during production, indicating that personnel training was not a factor. Equipment used was validated and functioning correctly, and all materials met specifications. The production environment was qualified, minimizing external impact risks. Since no deviations or trends were identified, no further corrective actions are necessary, and the root cause of the complaint is not attributed to operational failures within the cmo's processes. Contract manufacturing organization ii: from the batch record review, no deviations or abnormalities, related to the complaint, were noted during production. No root cause related to production activities could be determined as all tested retention samples were according to the cmo's internal specifications. The complaint cannot be confirmed.

Event description:
The customer wanted to complain about firazyr's sprayers. The drug drips/drips easily between the needle and syringe when administering the medicine. The customer has been using the medicine for several years and has never had a similar problem before. The problem has occurred in recently used syringes that have had a renewed version of the syringe. The customer has followed the instructions on the package when preparing the syringe for injection. Additional information received: 04/03/2025 - was the dose delayed or did the patient completely miss the dose? If so, did it affect the patient's condition? -no. - was the dose replaced with another preparation? -no. - did the incident cause any other harm to the patient or healthcare staff? -no. Below are some options: overdose, permanent or temporary injury, hospitalization.

Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.

Event description:
The customer wanted to complain about firazyr's sprayers. The drug drips/drips easily between the needle and syringe when administering the medicine. The customer has been using the medicine for several years and has never had a similar problem before. The problem has occurred in recently used syringes that have had a renewed version of the syringe. The customer has followed the instructions on the package when preparing the syringe for injection.

Manufacturer narrative:
Contract manufacturing organization I: from the batch record review, no deviations or abnormalities, related to the complaint, were noted during production. No root cause related to production activities could be determined as all tested retention samples were according to the cmo's internal specifications. The complaint cannot be confirmed. Contract manufacturing organization ii: the root cause analysis for the firazyr complaint determined that all operators were properly trained on the relevant work instruction and were instructed to report any abnormalities. No issues were reported during production, indicating that personnel training was not a factor. Equipment used was validated and functioning correctly, and all materials met specifications. The production environment was qualified, minimizing external impact risks. Since no deviations or trends were identified, no further corrective actions are necessary, and the root cause of the complaint is not attributed to operational failures within the cmo's processes. Contract manufacturing organization iii: the investigation revealed no indication of a root cause related to the cmo's or the supplier's manufacturing processes. Based on the sample condition an incorrect handling by the end user or any issue with the user needle (not in responsibility of the cmo) were the most possible root causes. There was no impact on the batch quality. The batch was manufactured per specifications and released at the cmo. The patient's risk was evaluated as medium.

Event description:
The customer wanted to complain about firazyr's sprayers. The drug drips/drips easily between the needle and syringe when administering the medicine. The customer has been using the medicine for several years and has never had a similar problem before. The problem has occurred in recently used syringes that have had a renewed version of the syringe. The customer has followed the instructions on the package when preparing the syringe for injection. Additional information received: 04/03/2025. The dose was neither delayed nor missed, and there was no impact on the patient's condition. Additionally, the dose was not replaced with an alternative preparation. The incident did not cause any harm to the patient or healthcare staff.